Event description:
It was reported that the patient's blood glucose level rose to 1,400 mg/dl while wearing the pod for an unspecified period on (B)(6) 2026. The patient stated that they were swimming in a river with friends when they began to feel unwell while their blood glucose levels started to rise. They returned to the house and had one of their friends check the pod. After drying if off, it was determined that the pod was still functional, though slightly damp from being in the river. The patient¿s friend went back to the river while the patient remained at the house. Once their friends returned, they found the patient lethargic and unconscious on the floor. Emergency medical services was dispatched and while en route to the hospital, the patient suffered from multi organ failure, total body paralysis, and cardiac arrest. The patient was clinically deceased for 4 minutes. Paramedics was able to resuscitate the patient, however the patient was in an extended coma. It was reported that the patient still experiences paralysis in their left foot. No additional treatment details were provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.